Event description:
Reportedly, the facility has been getting a series of complications after certain procedures. All patients were on blood thinners, however, due to a post operative bleed following an polypectomy a pt required a transfusion.